Event description:
The patient ((B)(6)) is a participant in a post market study and was implanted with a scs ipg on (B)(6) 2014. It was reported the patient developed a deep vein thrombosis resulting in prolonged hospitalization. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.